Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the emergency stop feature became active. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No malfunction of the system could be found and no emergency stop button was pressed. The investigation showed that during a patient procedure the tcm cable was pinched while the user moved the table longitudinally. The "emergency stop active" message was shown to the user and system movement was unavailable. The affected cable connects the table control module (tcm) and user location interface (uli). The cable is part of the emergency stop circuit and if this circuit is interrupted all system movements are prohibited. A service engineer replaced the defective cable from the tcm to the uli and the system recovered. It is the responsibility of the operator to make sure that unit movements are released only if it is certain that neither a person nor parts of equipment can be endangered or damaged by these movements. The operator manual contains clear instructions to avoid collisions/obstructions during system movements. No further corrective action in the field is planned at this time.